Manufacturer narrative:
Added UDI# as it was missing on the previously submitted report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient was having "issues" with that battery, patient could not get it working really. Patient had two different knee replacements, back to back, maybe 3 years ago. Since the pt had those knee replacements, patient has felt so much better. The system worked a little bit, but then patient turned the system off because the patient got knee replacements and patient got better. Patient met with a manufacturer representative about getting the ins removed, but was convinced to try a new ins battery by hcps to see how that was. No further complications were reported/anticipated. On (B)(6) 2018 lfc (hcp): no new information.